Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the upper right corner of the screen that goes over to the case of the insulin pump near the battery compartment of the insulin pump. The customer also reported a blank display after a battery change on the insulin pump. The customer also resets by itself after a battery change. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.